Event description:
This rv lead was capped and replaced on (B)(6) 2018, during a normal device change out due to loss of capture. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.